Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient's ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.